Event description:
It was reported that a patient underwent ovarian cyst removal on (B)(6) 2023 and suture was used. After the removal of the patient's ovarian cyst, the suture was prepared according to the doctor's instructions, and both the needle and suture were checked to be intact. Therefore, the needle and suture were handed over to the surgeon for ovarian suturing. After the suturing process was completed, the surgeon handed back the needle and suture. Upon inspection, it was found that a 1mm part of the front end of the needle tip was missing. Subsequently, the surgeon was immediately informed and the nurse was informed. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * did the needle fall into the patient? If yes, * was the needle piece removed from the patient during the same procedure? * were x-rays taken to locate the needle? * was there any patient consequence or injury? * what is the patient¿s current health status and condition? * was any other tissue damaged as a result of searching the needle? * what measures were taken to retrieved the broken piece? * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/16/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the patient was a 40-year-old female who underwent laparoscopic ovarian cystectomy in hospital on (B)(6) 2023. The surgeon used vcp345h for ovarian wound sewing in the way of continuous suturing during the surgery. After the completion of sewing, it was found that the needle tip was missing by about 1 mm. After searching, the missing needle tip was not found. Therefore, the surgery was completed with routine abdominal closure. This event did not cause any other harm to the patient except for prolonged operation time (specific extension time was unknown). The patient has been discharged smoothly now. No subsequent adverse events were reported. Product complaint # (B)(4). Date sent to the FDA: 10/16/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.